Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the patient's vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the preoperative and postoperative diagnosis for placement of the inferior vena cava (ivc) filter were morbid obesity, upcoming knee surgery, and high risks for deep venous thrombosis and pulmonary emboli. During implantation of the filter via the left femoral vein, the filter was placed below the renal vein. The position was verified to be below the renal veins in the ivc. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about eight years post implantation of filter. The patient reports perforation of filter strut(s) outside the ivc, constant medical monitoring, to have mental anguish and live in fear that the filter may malfunction. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the patient's vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the preoperative and postoperative diagnosis for placement of the inferior vena cava (ivc) filter were morbid obesity, upcoming knee surgery, and high risks for deep venous thrombosis and pulmonary emboli. During implantation of the filter via the left femoral vein, the filter was placed below the renal vein. The position was verified to be below the renal veins in the ivc. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about eight years post implantation of filter. The patient reports perforation of filter strut(s) outside the ivc, constant medical monitoring, to have mental anguish and live in fear that the filter may malfunction.